Event description:
My father had the medtronic synchromed ii pump implant in his abdomen. Doctors were filling the pump with fentanyl. He was (B)(6) years old. The catheter had a hole in it. I have a letter from the company confirming it has a hole. He died of a fentanyl overdose. FDA safety report ID# (B)(4).